Event description:
This is not a patient case. It was reported that when the stent became visible under fluoroscopy, it was noted that something looked unusual. During deployment, it appeared that something was getting damaged mechanically as the radiopaque (ro) markers were observed in an unusual configuration. The outline and ro features of the stent appeared to be out of line before final positioning (the stent delivery wire may have been folded over so that tip was not in usual place relative to stent as if it had been compromised during catheter entry). Upon removal of the system it was clear that there was severe mechanical damage (fracture), particularly to the subject microcatheter. The physician commented that he was fairly sure that the device was mishandled during transfer to the subject microcatheter. No additional information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, extensive damage noted to both the catheter and the stent. The distal microcatheter tip was kinked/bent, damaged and the distal marker band was missing. There was evidence of where the marker band was initially. It was noted that the distal stent sdw (stent delivery wire) had pierced the distal microcatheter near the kinked point. During a functional inspection, the stent could not be removed from the microcatheter as it had pierced the distal of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'catheter tip damaged' was confirmed during analysis. The reported 'catheter tip broken/fractured during use' was not confirmed during analysis. It was most likely that the missing ro marker band on the distal of the microcatheter tip was perceived as catheter shaft broken/fractured. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent came into view on floro it was noted that something looked unusual. As it was not a human case the physician decided to proceed to see what would happen. During deployment it appeared that something was getting damaged mechanically as the ro components were in an unusual configuration. Upon removal of the system it was clear that there was severe mechanical damage, particularly to the microcatheter. The physician commented that he was fairly sure that the device was mishandled during transfer to microcatheter. Additional information provided by the customer indicated there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device after removal from the packaging or prior to preparation and was prepared as per the dfu. Product analysis found the returned stent distal sdw had pierced through the microcatheter. The microcatheter marker band was missing, and the catheter tip was damaged. There were signs to show where the marker band were initially during the manufacturing process. The damage noted to the stent and the microcatheter indicates a substantial amount of force was used during the transfer process. An assignable cause of handling damage will be assigned to the as reported codes 'catheter tip damaged' and 'catheter tip broken/fractured during use and the as analyzed defects 'catheter shaft damaged', 'catheter tip damaged' and 'ro marker missing' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
This is not a patient case. It was reported that when the stent became visible under fluoroscopy, it was noted that something looked unusual. During deployment, it appeared that something was getting damaged mechanically as the radiopaque (ro) markers were observed in an unusual configuration. The outline and ro features of the stent appeared to be out of line before final positioning (the stent delivery wire may have been folded over so that tip was not in usual place relative to stent as if it had been compromised during catheter entry). Upon removal of the system it was clear that there was severe mechanical damage (fracture), particularly to the subject microcatheter. The physician commented that he was fairly sure that the device was mishandled during transfer to the subject microcatheter. No additional information is available.